Event description:
The customer stated that she went to the emergency room because she was experiencing hyperglycemia. The customer stated that she was not treated for hyperglycemia while at the hospital. Troubleshooting was performed and found that no basal rates were programmed in the insulin pump. The customer proceeded to program the basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.